Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: unable to determine. Source: phone.

Event description:
Consumer reports 10 alleged false positive sars results when compared to an alternate rapid antigen test. Unknown if symptomatic or asymptomatic. The consumer tested for 10 consecutive days with multiple antigen test brands tested hours apart. The result was confirmed negative by pcr once. Report 2 of 10.